Manufacturer narrative:
B3 date of event is estimated. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's unit shut down and stopped producing oxygen. Troubleshooting was unable to resolve the issue. As a result, the patient went to the emergency room and then they were hospitalized. The patient's wife stated that they are still in the hospital, but they have received the replacement unit.